Event description:
Optometrist called to report a corneal ulcer. Patient was treated with a prescription of topical drops. Patient stated he was mowing the lawn on 5/29, and felt a foreign body sensation. The optometrist reported the patient flushed his eye for approxiamately one hour with saline. On 5/30, the patient reported an increase in pain and photophobia. On 5/31 patient began using an opthalmic antibiotic that had been prescribed to another family member. Patient was seen by the optometrist on 6/1, who observed two temporal, peripheral ulcer in the left eye. One lesion was 1/4mm and the other 3/4mm in diameter. The patient's visual acuity was reported to be 20/30-2. At a recent eye exam, the visual acuity was 20/20 os. The patient was prescribed ciloxan, tobradex ointment, and homatropine. On 6/21 the optometrist stated the injury had resolved and patient will be refit with acuvue bifocal in one month.